Manufacturer narrative:
(B)(4). Date of initial report : 03/22/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device handle became stuck in the locked position two times. The jaws were able to be opened with manipulation each time. Another ligasure was opened to complete the procedure and there was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : (B)(6) 2016. One used lf5544 was received for evaluation. Visual inspection found no defects. The customer reported that the handle locked up and the device quit sealing. The reported condition was not confirmed. The jaws were not stuck shut. The handle opened and closed the jaws normally when the handle was activated. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. The sample functioned normally when activated in the vlmode. The investigation found the device to function normally and within specifications.